Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The color tone of the image was abnormal due to damage to the imaging unit and video connector. There were few additional findings. Scratches were found throughout the device. The adhesive of bending section cover had a chip. Bending tube was deformed. Due to deformation of bending tube, angulation lever does not move smoothly. Light guide connector was deformed. Universal cord was dirty. Due to damage on lock engagement lever, bending section could not be fixed firmly. Due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it was presumed that the event occurred by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The defenitive cause of the defect was not determined. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported to olympus, the endoeye flex deflectable videoscope displayed a poor image. The issue was found during inspection for use in an unknown procedure. The procedure was completed with another device. There were no reports of patient harm. The device was returned. Inspection and testing of the returned device found the color tone of the image was abnormal. The color was magenta or green only. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.